Manufacturer narrative:
Review of complaint activity associated with reagent lot 03333ui01 identified an increase in complaint activity. Review of tracking and trending reports did not identify any related trends for the architect total b-hcg assay. Testing of panels which mimic patient samples was completed using a retained kit of lot 03333ui00 which is made of the same bulk material. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was available.

Event description:
The customer obtained a falsely elevated architect total b-hcg result for a (B)(6) female patient. Sample ID (B)(6) generated 2872.56 miu/ml and multiple repeats generated negative results ranging from 2.49 to 3.27 miu/ml. No impact to patient management was reported.